Event description:
The account alleged the bed exit alarm was too quiet to be heard outside of the pt's room. No pt impact.

Manufacturer narrative:
The account replaced the scale board to resolve the issue.